Event description:
It was reported that a user experienced high blood glucose after a supply change and meal announcement while using the ilet system; the user ingested chocolate milk when seeing glucose rise, and support advised that sugary drinks increase glucose and reviewed alerts and insulin delivery with no issues identified. Symptoms included hyperglycemia peaking at 254 mg/dl. Outcomes included return of glucose to range and no medical intervention or hospitalization. Investigation included review of device alerts, assessment of infusion site condition, verification of tubing connections, and a fill-tubing step confirming insulin drops. Investigation of this case revealed normal device function with intact infusion site and proper connections, and the event was consistent with user action contributing to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior leading to elevated glucose with no device malfunction.